Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006; 4296 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead alert, had a spike in impedance and had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.